Event description:
It was reported that upon reciept at the user facility, the locking lid was broken off of the device. As a result, the device would not lock closed properly, with the potential to expose a non-sterile battery to a surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
The reported event, locking lid was broken off, was confirmed during service evaluation. As this is not a repairable device, it was not returned to the customer.

Event description:
It was reported that upon receipt at the user facility, the locking lid was broken off of the device. As a result, the device would not lock closed properly, with the potential to expose a non-sterile battery to a surgical site. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed. Failure analysis is in progress.